Manufacturer narrative:
A visual and microscopic examination of the returned product was completed, and the following features were observed: the guidewire is a 3-piece construction, with a coil, core, and ribbon. The coil, core, and ribbon are welded at the proximal end, the coil and ribbon are welded at the distal end. Two bends were noted on the returned guidewire, at approximately 40.0cm from the distal tip, and 27.0cm from the proximal end. No anomalies were observed to indicate a manufacturing issue with the distal or proximal weld. A finger pull test was carried out on both welds and it was confirmed the two welds are intact. No other damage was noted on the returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "improper handling by physician" and/or "operational context" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. The classification as reported was "functional: unable to remove" however upon inspection the classification as analysed was determined to be "damaged: bent". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Device/procedure outcome: procedure completed, unable to use device: attempted, different device used (same model). Patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: after inserting the farawave into the left atrium and the procedure was performed, when attempting to operate the wire via rspv, the guidewire got stuck and could not be moved. When the farawave catheter was retracted into the sheath, guidewire operation became possible. The farawave and guidewire were then removed from the body. When the movement of the guide wire was checked outside the body, it was found to be stuck, so it was replaced with another lot. Note: all patient information fields that were left blank in the cnf - "asked but not available as per account". Infected: no. Infection name: diagnosis or treatment: resolution: different device used (same model). Where did event occur: inside the patient. Patient outcome: no adverse event first time the unit was used: yes. Tested prior to use: yes. Used before expiry date: yes. Generator used ablation[?]catheter used: other used. Event date: (B)(6) 2026. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting the return of the device.

Event description:
Device/procedure outcome: procedure completed,unable to use device - attempted,different device used (same model). Patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: after inserting the farawave into the left atrium and the procedure was performed, when attempting to operate the wire via rspv, the guidewire got stuck and could not be moved. When the farawave catheter was retracted into the sheath, guidewire operation became possible. The farawave and guidewire were then removed from the body. When the movement of the guide wire was checked outside the body, it was found to be stuck, so it was replaced with another lot. Note: all patient information fields that were left blank in the cnf - "asked but not available as per account" . Infected: no infection name: diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient outcome: no adverse event first time the unit was used: yes, tested prior to use: yes, used before expiry date: yes, generator used ablation catheter used other used event date: 2026-1-14. As reported device codes: 1457: entrapment of device or device component as reported patient codes: 9398: no clinical signs, symptoms or conditions.